Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ac power was failed. A field service engineer (fse) replaced the power supply, but the issue remains same. Then the fse replaced the aio (all in one) all test ok. Tested in hta and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the ac power had failed and resulting in a system shutdown. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative and imdrf annex g. Part analysis: the report of the medstation es (ac power supply) was confirmed during fse testing. According to work order (wo) (B)(4) the field service engineer (fse) replaced the power supply, but the issue remains same. Then the fse replaced the aio (all in one) with all tests ok. Tested in hta and application. The system functioned as intended after the field service engineer repaired the device. During dchu visual inspection confirms, one (1) assy power module med (pn 136617-03) was received with no broken connectors, broken wire harnesses, fluid ingress, missing screws, missing components, dents or physical damage dchu internal procedures a voltage verification was performed on the power module assembly. All pin measurements were found to be within the specified limits and confirmed as compliant. The hardware test application (hta) tests were completed successfully. Internal inspection: the power module was disassembled and inspected. No electrical faults or damaged components were found; however, both boards and the fan were very dirty, with a significant amount of lint present. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue (ac power has failed) was not identified. Thorough laboratory testing and hta testing were performed on the med power module assembly, and no errors or malfunctions were found.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the ac power had failed and resulting in a system shutdown. As per part investigation, it was determined that no errors or malfunctions were found. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the ac power had failed and resulting in a system shutdown. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.